Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty withdrawing the balloon was encountered. The lesion being treated was a 80% stenosed, moderately calcified, moderately tortuous diagnonal lesion with a vessel diameter of 2.25 mm. The physician successfully deployed the taxus express2 8.8% 2.5 mm x 12 mm stent at 8 atm after predilating the lesion with a 2.0 mm x 10 mm voyager balloon. However, while the delivery balloon was inflated, there was a noticeable air bubble in the distal end of the balloon. The physician dialed down with the inflation device and the balloon fully deflated, however, it was sticking to the stent. The physician was unable to remove the balloon by using a buddy wire. The balloon was reinflated to 9-10 atm and deflated again. This allowed the balloon to release and was removed intact. There were no pt injuries or complications. The status of the pt is listed as satisfactory.